Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device paj378, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopy on (B)(6) 2019 and the barbed suture was used. During the realization of 3 points in laparoscopy, the needle pulled off from the thread. The needle fell into the patient, but it was retrieved. Procedure extended from less than 30 minutes. Another like suture was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). One empty opened foil and a detached needle of product code sxpp1b420, lot paj378 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.